Event description:
It was reported that the customer's insulin pump was alarming no delivery. The customer changed the reservoir, but the insulin pump still would not rewind all the way. The customer's blood glucose was 96 mg/dl. Troubleshooting could not be performed because the alarm had already been resolved by a complete set change. Advised customer to call back when the alarm occurred in order to troubleshoot. Advised customer to complete the rewind sequence to ensure that the insulin pump could rewind successfully. The customer was able to complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.